Event description:
It was reported by the nurse practitioner that the vns patient had problems with sleep apnea with higher device settings. Good faith attempts to obtain additional information from the site are currently underway regarding whether the event was pre-existing and if there are other factors involved, however, no additional information has been received to date.